Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. It was noted an error was found in the software updates; new software was installed as preventive action. (B)(4).

Event description:
It was reported the programmer did not interrogate two devices. These two devices could be interrogated by another programmer. The programmer was returned for service. No patient complications have been reported as a result of this event.